Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. On a routine post-operation check, it was noted that the atrial lead had dislodged as there was no evidence of capture. The physician was dr. (B)(6) at (B)(6) hospital in australia. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).